Manufacturer narrative:
The investigation excluded reagent issues. The field service representative (fsr) found that the issue was caused a leakage in one of the tubes at the cell rinse station. The fsr then changed the tube. He confirmed that the test and module are performing within specifications. The investigation determined the service actions resolved the issue. The investigation determined that the event was consistent with a maintenance issue.

Event description:
The initial reporter received a questionable ureal urea/bun result for one patient sample tested on a cobas 8000 c701 module. The initial result was not reported outside of the laboratory. The initial result was 16 mg/dl. The repeat result was 46 mg/dl. The reagent lot number and the expiration date were requested but not provided.